Event description:
It was reported that the iab was inserted on 2004. Three days later, blood was observed in the "pneumatic tubing." As a result of this, the iab was removed and a reinsertion was not requried. There were no associated pt complications.